Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 40 mg/ml at 8.5 mg/day via an implantable pump for non-malignant pain. It was reported that a flipped pump was suspected. The patient was scheduled for a pocket refill for their pump on (B)(6) 2017. They were thinking the pump was flipped, and there was potentially a cyst or infection at the pump. The patient had been uncomfortable, and when the manufacturing representative looked at the pump site, they could see that the top flipped up a bit. They were not very sure, so they were prepared to replace the pump if necessary during the procedure on (B)(6) 2017. The manufacturing representative wanted to know if it was recommended to take out the old drug and put it into the new pump. The manufacturing representative also wanted to know if there were recommendations to tie off the old catheter or to leave it in place. The manufacturing representative was wondering if there was a tie off procedure if part of the catheter was left implanted. The manufacturing representative was going to follow up with the hcp. The event date was unknown. There were no further complications reported.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2006, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer (con) who reported that when the patient had their pump moved and replaced due to an abscess, there was a kink in the catheter and the morphine had spilled into the patient's body. The patient reported within 8 hours after the surgery, the patient was rushed by ambulance to the hospital since something was wrong. The patient reported she had almost died from this experience and was too afraid to continue to use the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was scheduled for a pocket revision on (B)(6) 2017. During the pre-op discussion with the hcp, it was communicated to the manufacturing representative that the pump had become visible through the skin at the incision site. It was covered by a bandage during the pre-op interaction. Two days prior, the patient was seen in the office and scheduled for surgery. During the case the hcps wanted to determine if the pump pocket was infected, why the incision site had opened to make the pump visible and proposed to move the pump pocket. It was determined there was no infection. It was also determined that the pump was not flipped and was working normally. The surgeon determined the patient developed cellulitis at the incision site, and the site opened to reveal a portion of the pump. To mitigate any potential risk of infection, the pump pocket was moved from the abdomen to the flank, and a new catheter was implanted. The facility did not release the pump for return. The surgeon, who was also the managing physician, made the decision to keep the daily dosage at the same rate. On (B)(6) 2017, the manufacturing representative was notified by the implanting physician that the patient was admitted to the emergency room with potential overdose symptoms. The dosage was adjusted by the managing physician, and per that physician, the patient was released on (B)(6) 2017.